Event description:
While the unit was in use on a pt. The unit displayed electrical test failure code 34 (no communication with 68020), and started changing from one display to another on its own. The pt was switched to another unit and therapy was continued. No pt injury was reported.